Event description:
It was reported to the MFR by the facility ((B)(6) center), per facility a pt was being transferred from the bed to a wheelchair and one strap on the sling came free and the pt fell to the floor. The nurse's aid put the pt into the sling and attached the sling to the cradle. The nurse's aid and a nurse were moving the lift when the event occurred. The pt landed on the legs of the lift and the floor. The sling that was being used was joerns in a size small. (B)(6) center called 911 and the pt was transported to (B)(6) hospital. The pt has facial, pelvic and femur fractures. As of this writing, the pt is still in the hospital. Training was provided by joerns to the facility on (B)(6) 2013. (B)(4).